Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, the atrial lead dislodged. The lead was repositioned. On (B)(6) 2014, the patient was presented for routine post-operative follow up. A chest x-ray revealed the lead had dislodged again. The device was programmed to a single chamber mode vvtr and the lead remained in situ. The patient was in good condition.

Event description:
New information notes: it was reported that the lead was successfully repositioned. The patient was in good condition.